Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply was operating intermittently when the cable was placed in certain positions. The same device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).